Event description:
The customer reported to customer svc that she ordered a power adapter for her breast pump and it arrived damaged. When she took it out of the box, it was broken at the bottom screw, exposing inner electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get additional complaint info and to get the product back have been unsuccessful to date, but are on-going. Though the product has not been received and evaluated, this type of failure is typically associated with dropping the unit onto hard surface or other type of sever impact. The original design testing involved dropping the unit a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Should add'l info or the original product be rec'd, resulting in new, changed or corrected info, a follow up report will be filed at that time.